Manufacturer narrative:
Concomitant medical products: product ID: 39565-65 , serial# (B)(4), implanted: (B)(6) 2012, product type: lead, (B)(4).

Event description:
It was reported the lead was showing high impedances on the entire left side. The patient came in for a reprogramming stating the coverage had changed. A loss of coverage was reported. The patient was scheduled for a lead revision on 7/9. The patient¿s status at the time of this report was ¿alive ¿ no injury¿. If additional information regarding the patient¿s outcome becomes available, a follow-up report will be submitted.